Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted that the green pull ring cap was dislodged from the patient luer connector inside the unopened pouch. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (pull ring) was off the patient line of the amia cassette but inside the packaging. The event was further described as the "green cap was not on the patient line, but it was in the bag". This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.